Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad intermittently failed to charge the device, and a replacement charging pad was arranged. The user experienced a hypoglycemic event to 62 mg/dl with shaking and weakness, and a hyperglycemic event up to 400 mg/dl with symptoms of feeling hot and thirsty; the user attributed the glycemic excursions to reduced carbohydrate intake, exercise, and running out of insulin rather than the charger issue. Symptoms included shaking, weakness, thirst, and feeling hot. Outcomes included temporary hyperglycemia lasting about two hours and hypoglycemia without the need for assistance or medical intervention; the ilet alerted for both high and low glucose. Investigation included customer interview and coordination for replacement of the charging pad. Investigation of this case revealed intermittent charging performance of the external charging accessory, while the glycemic events were associated with user factors and insulin depletion; the ilet provided appropriate alerts. It was concluded that the cause was user-related factors for the glycemic excursions and an accessory performance issue for the charger.